Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 06/09/2017 with the following findings: a review of the black box verified a power on reset interruption at the time of an overheating occurrence. The returned battery cap and test cap were able to attach securely to the pump. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboot occurrences occurred. The pump was opened to find no damage to the power circuit or moisture internally. The complaint of no power during investigation was unable to be duplicated.